Event description:
The customer reports that the unit is not showing any alarm signals when triggering an alarm. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The remote service engineer (rse) reached out to the customer to assist with configuring the device to the central monitor and adjust the alarm parameters. The rse attempted to assist the customer further however, the customer stated that the case can be closed as the issue has been placed on hold. The device remains at the customer site. No additional information was provided related to the cause of the customers allegation. H3 other text : see h10.